Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that a missing staple issue was identified on sale-able product being used in internal lab. There was no patient involved as the test done performed on excised porcine tissue.

Manufacturer narrative:
Product complaint # (B)(4). Photo evaluation: two pictures and one video were provided. Picture one shows a package box of a gst60b reload with lot number r40r7g and expiration date 2021-06-30. Picture two shows tissue with a staple line on it. One missing staples is noted on the picture. The video shows the box from the picture one. Based on the photos and video reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.